Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) model 3058, (B)(4), showed no significant anomalies. There was no output or telemetry (with a clinician programmer) observed with the device and it was determined there was normal battery depletion. White foreign material present on the ins was consistent with calcification. Analysis of the lead model 3889-28, lot # v197987 showed no significant anomalies. It was noted the lead was returned in segments and the distal end was not returned (per visual analysis). However, electrical testing on the product determined that continuity was complete and there were no electrical shorts between circuits. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The manufacturing representative added as report source.

Event description:
The healthcare professional was told by the provider that the battery seemed to have leaked. Product was explanted on (B)(6) 2017. Product was sent back to manufacturer. There were no complications or that no further complications were reported. Patient was implanted for urinary dysfunctional/sacral nerve stimulation

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Information references the main component of the system and other applicable components are: product ID 3093-33, lot# v197987, implanted: (B)(6) 2009, product type lead.

Event description:
On (B)(6) 2017: the healthcare professional was told by the provider that the battery seemed to have leaked. Product was explanted on (B)(6) 2017. Product was sent back to manufacturer. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported. Patient was implanted for urinary dysfunctional/sacral nerve stimulation